Event description:
Reporter alleges the pt states her implants were hard for two years and then became soft again. Reporter also alleges the pt denies a decrease in size or history of trauma but notes some thickening in her right breast. Pt also developed knee arthralgias, sleep disturbances, memory loss, sensitivity to sun/chemicals, choking sensation, weight gain, loss of hearing, burning eyes and bilateral ruptured breast implants.